Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer that the rocker arm of the a3059 mayfield composite series skull clamp still spins even when it was locked. There was no known patient injury or delay due to the product issue. Additional information has been requested to the customer.

Manufacturer narrative:
The device was received with the swivel lock still rotating in the locked position. This can occur from dropping the unit resulting in damage to internal components. All other components were functional. The DHR review showed no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot work order number. No service history on file. The reported complaint was confirmed. The root cause is unknown, however the most likely reason is device was dropped or impacted while in the locked position resulting in damage to internal components.

Event description:
N/a.